Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 18 lp low profile pta balloon dilatation catheter was returned for investigation. The balloon was inflated and a pinhole was noted at the distal end of the balloon. No other non-conformities were noted. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 18 lp low profile balloon catheter was used in a tibial angioplasty. It was reported, the balloon had a hole in it and was unable to be inflated. A section of the device did not remain inside the patient¿s body. It has not been reported that the patient required any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.